Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was loosely folded. The device was inflated with an inflated device filled with water. Water was found to be leaking from the shaft of the device, with shaft material protruding up from the shaft. A tear was found in the shaft 45cm from the tip of the device. Microscopic inspection found no damage or irregularities with the balloon, markerbands, and proximal bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 06-nov-2015. It was reported that balloon leak occurred. A 3.00mm x 9mm maverick²¿ balloon catheter was selected for use to dilate the lesion. However, balloon leak was noted. No patient complications were reported. However, returned device analysis revealed shaft hole/ perforation.